Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a case of coulter diff ac t tainer with an evidence of leaking. The customer refused to accept the shipment, and never came in contact with the product. There was no exposure to mucous membranes or open lesions. No medical attention was sought.

Manufacturer narrative:
The product msds was not reviewed at the time of incident. It is unknown if a risk management procedure is in place within the lab. The customer received credit for the refused shipment. A root cause for the leak has not been determined.